Manufacturer narrative:
Failure analysis noted that the pump had blank display due to corroded electronic assembly. The pump had corroded motor, cracked display window corner, scratched lcd window and cracked battery tube threads. There was no constant tone or vibrating noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was unknown at the time of incident. The customer's mother stated that her son went swimming and the pump was vibrating without an alarm or alert and the display went blank immediately after exposure to moisture. She stated that the constant tone was recurring. The customer's mother was advised to disconnect from the insulin pump and revert to back-up plan. The customer's mother was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.